Event description:
The pump was returned for investigation. Investigation revealed that the keypad flex was damaged. The ok and contrast keypad buttons were found to be unresponsive. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad cover and keypad flex were damaged between the up arrow and contrast buttons. During testing, the ok and contrast keypad buttons were unresponsive. The up arrow and down arrow buttons responded appropriately. There was no contamination visible under the button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.